Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir had migrated from the abdominal space to a more superficial place, lower toward the patients groin, at the right side. The patient underwent a surgical procedure in which the reservoir was explanted and replaced without patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported migration issue. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: returned product consisted of an ams 700 reservoir. The ams 700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. Inspection of the remainder of the device revealed no other damage or irregularities. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 700 ms pump. Device migration is included as a potential adverse event in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir had migrated from the abdominal space to a more superficial place, lower toward the patients groin, at the right side. The patient underwent a surgical procedure in which the reservoir was explanted and replaced without patient complications.